Event description:
It was reported that on the post-op day 1 check, the left ventricular lead was discovered to be dislodged. The lead had apparently retracted into the right atrium when viewed on a chest x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (B)(6) 2013; 6935m implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).